Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of huzf0728 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility, the patient was found positive for staphylococcus epidermidis. The culture was done on (B)(6) 2016 and the patient was admitted on (B)(6) 2016 to the inpatient unit where they received IV antibiotic therapy.